Manufacturer narrative:
Concomitant medical products: 500ml baxter bag lot y324897 exp feb21, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the y site broke. This tubing is still in the package. There is no patient involvement.

Manufacturer narrative:
The customer's report that the y site broke (identified as a separation) was confirmed. The separation was at the engagement of the outlet of the second smartsite port and pvc tubing components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damage or issue was observed. Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). The root cause that the y site broke (identified as a separation) is a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the y site broke. The tubing is still in the package. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.